Event description:
Olympus (osh) was informed via repair request that the customer resection sheath¿s ¿ceramic tip is loose¿. The customer reported event was found at reprocessing. The facility finished the procedure using the same sheath. There was no delay, no death or injury, and no harm to the patient or other was reported.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection confirmed the customer reported problem, the ceramic insulation at the distal end of the sheath was found cracked off. The device has not been repaired in the last year. The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.